Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issues. The user interface pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was determined the cause of the reported issues was due to corrupt software on the user interface pcb assembly. The device would lock up and show a white screen when powered on.

Event description:
The customer reported to physio-control that their device had a service light present and logged an event code. The device also showed a white screen when powered on. The white screen condition indicates the device may have been locked up and would not be able to provide critical therapy if needed. There was no patient use associated with this event.